Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to high outputs, the implantable pulse generator (ipg) reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the pacing lead that had experienced high outputs was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.